Event description:
The "rapid gas leak" alarm sounded from the pump. No blood was noted. The pump was changed a few times but the alarm continued. The iab was removed and a second iab was inserted into the patient. There were no more alarms. In spite of several calls to the facility, the iab was never returned to datascope for evaluation. Event complications: unk - reported 11/6/96. Patient's current status: unk - rpt'd 11/6/96.